Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient a hardware error on (B)(6) 2014.

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient a hardware error on (B)(6) 2015. At the time of contact, the foreign distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The receiver data log was reviewed on (B)(4) 2015. However, the data provided does not capture the reported date of issue.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The complaint of intermittent out of range could not be confirmed.